Event description:
A malfunction alarm occurred, identified with malf 9 error code, which was resettable. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted the customer with resetting, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurs.